Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with an alert for high, out of range pacing impedance. Review of the capture revealed loss of capture. The patient noted that they had been feeling a little tired. The device was reprogrammed. The patient was asymptomatic before and after the changes.